Manufacturer narrative:
Concomitant medical product: 5076 lead implant date unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was possible atrial under sensing noted on electrograms. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.